Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed by moving the patient another room. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system failed to emit x-rays. Review of the system log file confirmed the malfunction in frontal ippc. To resolve this issue, rse instructed biomed to recreate the image store. And after recreation the issue was resolved, and the system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.